Event description:
A limitorr volume limiting evd 20ml would not drain. The event was described as: a female patient in her sixties was being worked up for normal pressure hydrocephalus. A limitorr volume limiting evd 20ml would not drain. The evd was replaced and worked fine. No injury occurred as a result of this event. It is unknown whether the unit was flushed prior to use.

Manufacturer narrative:
Based on the reported information and evaluation of returned unit, the reported condition (i.e. Limitorr would not drain) was confirmed. The unit was thoroughly examined and inspected. An occlusion was found from the burette to the drain bag caused by solvent used in the tubing joint just below the burette. The device history record (DHR) of lot # 1101634 was reviewed and no anomalies were found during the manufacturing process of the product. An occlusion test is performed as part of the manufacturing process. The investigation is doing reference that one of the potential causes of this occlusion could be assigned to excessive adhesive applied and/or the product did not pass through the occlusion test due to an oversight of manufacturing personnel. CAPA (B)(4) was initiated in order to capture a thorough investigation of the root cause of this type of incident and document all corrective and preventive actions to avoid and/or eliminate the recurrence of this condition. An awareness training was provided to manufacturing personnel in order to emphasize the importance of occlusion test to prevent incident like this and follow the manufacturing procedures as established to apply the adhesive in this area.